Event description:
Reporter alleged blood glucose measured 300-400 mg/dl compared to the doctor's measurement of 160 mg/dl, when testing was performed within 5 minutes of each other. It was stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.